Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose readings despite three straight set changes. The patient's blood glucose at the time of incident exceeded 450 mg/dl. No symptoms of hyperglycemia were mentioned. The customer treated with the insulin pump and an insulin pen. Troubleshooting was initiated for the high blood glucose and no apparent anomalies were noted. However, a high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned for analysis.